Manufacturer narrative:
Product ID: 3387-40, lot# l78188, implanted: (B)(6) 2000, product type: lead. Product ID: 3387-40, lot# l76977, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
It was reported that when the patient had a surgery where they changed the implantable neurostimulator (ins) to a rechargeable battery and there was ¿some complication with that one, so they had to replace both leads.¿ it was stated that they did the surgery all at once. It was not stated what the complication was. Additional information has been requested, but was not available as of the date of this report.